Event description:
Physician was placing trocars into the abdomen when the team heard a snapping sound. The trocar without much force snapped in half leaving the end of the trocar in the abdomen. Physician had to then retrieve the trocar tip. Covidien versaport, 5ml short trocar, blade less, fixation cannula. Equipment used times one on (B)(6) 2012 during diagnostic laparoscopy with cautery.